Manufacturer narrative:
The monopolar curved scissors (mcs) tip has not been received for failure analysis evaluation. Note: refer to medwatch report (MDR) with MFR. Report #2955842-2026-24866 for MDR submission of the other mcs tip that fell inside the patient and was retrieved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, monopolar curved scissors (mcs) tip fell off an mcs instrument. The instrument tip accessory was retrieved and replaced. However, the second mcs tip fell off again and was retrieved during the same surgical procedure. A third mcs tip was used and remained in place on the mcs instrument. The procedure was completed robotically. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.